Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the defective response button was an open connection due to a cut ribbon cable. The root cause for the cut response button ribbon cable was physical abuse. No adverse event resulted from the damaged monitor.